Event description:
It was reported the pt (B)(6) is experiencing pain over her clavicle where leads are positioned (off label use). The pt's surgeon indicated it is possibly due to scarring and pulling around a tether point. There is no surgical intervention planned as the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.